Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose level of 32 mg/dl that was resolved by consuming carbohydrates. Customer alleged that pump may have delivered insulin improperly, but declined to upload pump data for review. Tandem technical support was therefore unable to confirm the allegation. Customer also reported very minor bruising from falling out of bed. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.